Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided, a supplemental emdr will be submitted. This emdr represents the bard/davol composix l/p (device 5). Additional emdrs will be submitted to represent the following bard/davol devices, bard flat mesh (device 1), composix kugel (device 2), kugel patch (device 3), ventralex st (device 4). The patient's attorney made no allegation related to the bard/davol 3dmax light. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2004, (B)(6) 2014, (B)(6) 2015, (B)(6) 2016 - the patient underwent surgery for an unspecified bard/davol bard flat mesh (device 1), and/or an unspecified bard/davol composix kugel hernia patch (device 2), and/or an unspecified bard/davol kugel hernia patch (device 3), and/or an unspecified bard/davol ventralex st (device 4), and/or an unspecified bard/davol composix l/p (device 5) and/or an unspecified bard/davol 3dmax light. The patient's attorney further alleges an adverse patient outcome related only to the following devices, the bard flat mesh (device 1), composix kugel hernia patch (device 2), kugel hernia patch (device 3), ventralex st (device 4), and the composix l/p (device 5). As reported, the patient's attorney alleges a general claim related to the bard flat mesh (device 1), composix kugel hernia patch (device 2), kugel hernia patch (device 3), ventralex st (device 4), and the composix l/p (device 5) "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained."

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-dec-2013) is considered to be a best estimate. This supplemental emdr represents the bard/davol composix l/p (device 3). And additional supplemental emdr were submitted to represent the bard/davol devices, composix kugel (device 1), bard pre shaped mesh with keyhole (device 4), ventralex st (device 5), ventralight st using echo ps (device 6). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2004, (B)(6) 2014, (B)(6) 2015, (B)(6) 2016 - the patient underwent surgery for an unspecified bard/davol bard flat mesh (device 1), and/or an unspecified bard/davol composix kugel hernia patch (device 2), and/or an unspecified bard/davol kugel hernia patch (device 3), and/or an unspecified bard/davol ventralex st (device 4), and/or an unspecified bard/davol composix l/p (device 5) and/or an unspecified bard/davol 3dmax light. The patient's attorney further alleges an adverse patient outcome related only to the following devices, the bard flat mesh (device 1), composix kugel hernia patch (device 2), kugel hernia patch (device 3), ventralex st (device 4), and the composix l/p (device 5). As reported, the patient's attorney alleges a general claim related to the bard flat mesh (device 1), composix kugel hernia patch (device 2), kugel hernia patch (device 3), ventralex st (device 4), and the composix l/p (device 5) "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained." Addendum per additional information provided: (B)(6) 2004 ¿ patient was diagnosed with large incisional hernia thereby underwent open repair with the implant of composix kugel mesh (device 1). Per op notes, ¿adhesion from epigastric hernia sac compressing the edges. A composix kugel mesh (device 1) was placed into defect and sewn circumferentially using sutures.¿ (B)(6) 2014 ¿ patient was diagnosed with right femoral hernia and inguinal hernia, recurrent epigastric hernia and adhesion thereby underwent laparoscopic repair with the removal of mesh (device 1) and implant of 3dmax light mesh (right ¿ device 2) and composix l/p (device 3) in epigastric area. Per op notes, ¿the previously placed mesh (device 1) had rolled into the abdominal cavity and the omentum and some small bowels were adherent to it. The mesh (device 1) was removed, and anterior fascial defect was noted. The right inguinal hernia was noted. A small 3dmax light mesh (device 2) was placed to cover both indirect hernia and femoral hernia using staples. A circular composix l/p mesh (device 3) was placed into fascial defect using tacks.¿ (B)(6) 2015 ¿ patient was diagnosed with recurrent incisional hernia and left inguinal hernia thereby underwent open repair with the implant of bard preshaped mesh with keyhole (left ¿ device 4) and ventralex st (device 5). Per op notes, ¿the left inguinal hernia was noted. A bard preshaped mesh with keyhole (device 4) was used to reinforce the floor of the inguinal canal and sutured to poupart ligament. A recurrent incisional hernia sac was excised from scar tissue. Adhesiolysis of small intestine which was adhesed to previous mesh (device 3). A large ventralex st (device 5) was placed into anterior abdominal wall using sutures.¿ (B)(6) 2016 - patient was diagnosed with recurrent incisional hernia thereby underwent laparoscopic repair with the implant of ventralight st using echo ps mesh (device 6). Per op notes, ¿adhesions were taken down. A ventralight st using echo ps (device 6) was placed into defect and secured to previously placed mesh (device 3, 5) and abdominal wall using sorbafix tacks.¿